Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the right ventricular (rv) lead, it was noted that the screw was already out. The lead was also noted to be difficult to put through the vein. The lead was not used and a different lead was placed. No patient complications have been reported as a result of this event.